Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter handle had a white residue on it. During preparation for a pulse field ablation (pfa) de novo pulmonary vein isolation (pvi) procedure a farawave catheter was selected for use. Upon unpacking the device a white residue was observed on the handle, and it was suspected the catheter was not sterile. There was no damage to the sterile seal of the packaging. The catheter was deemed unusable for the procedure, so it was replaced in order to complete it. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, white stains were observed on the catheter handle. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device could deploy to basket and flower positions with no unusual resistance noted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter handle had a white residue on it. During preparation for a pulse field ablation (pfa) de novo pulmonary vein isolation (pvi) procedure a farawave catheter was selected for use. Upon unpacking the device a white residue was observed on the handle, and it was suspected the catheter was not sterile. There was no damage to the sterile seal of the packaging. The catheter was deemed unusable for the procedure, so it was replaced in order to complete it. No patient complications were reported. The device is expected to be returned for analysis.